Event description:
It was reported that during implant, the right ventricular lead moved upon suturing. The physician repositioned the lead and the lead remains in use. The physician does not like that the anchoring sleeves are not radiopaque. The physician and does not like that the anchoring sleeves are not as robust as the competitor's and described the sleeve as "too flimsy". The physician has experienced that leads have slipped and leads have been crushed by sutures. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.